Event description:
Arthritis [arthritis], could not walk [abasia], uncomfortable feeling in the knees (knee discomfort) [arthropathy], joint fluid positive for lymphocytes, neutrophils, eosinophils, and histiocytes [synovial fluid white blood cells positive], chills [chills], hot feeling (knee) [joint warmth], gradual aggravation of pain in both knees [arthralgia], tenderness (knee) [arthralgia]; knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012, from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt¿s medical history is significant for depression, use of synvisc in both knees on (B)(6) 2011 and (B)(6) 2012. She had no fluid retention in both knees prior to the injection. On (B)(6) 2012, the pt initiated synvisc (hylan g-f 20) injection of 2 ml in both knees. The lot number for synvisc was not provided. On (B)(6) 2012, after sterilizing the injection sites with iodine, the pt had synvisc injection into the external suprapatellar pouch of knees without sterilizing technique. No leak of the drug happened from the joints. On the same day, she had uncomfortable feeling in the knees, chills and could not walk gradual aggravation of pain in both knees. The next day, she felt hot and tenderness in knees but without redness; yellow opacified fluid was aspired by 40 ml from right knee and by 50 ml from left knee. The joint fluid was negative for culture, crystal and atypical cell, but positive for lymphocyte, neutrophil, eosinophil and histiocyte. On (B)(6) 2012, the white blood cell count was 68/mm3, gamma-glutamyl transpeptidase was 12 u/l and c-reactive protein was 1.56 (units not provided). She had suppository of diclofenac sodium and had prescription of prednisolone 5 mg, lansoprazole 15 mg and olopatadine hydrochloride 10 mg. Synvisc was permanently discontinued. The outcome for the event of arthritis was unknown and the outcome of the events of could not walk, uncomfortable feeling in the knees (knee discomfort), joint fluid positive for lymphocytes, neutrophils, eosinophils, and histiocytes, chills, hot feeling (knee), gradual aggravation of pain in both knees, tenderness (knee), knee effusion was not provided. Concomitant medications were not provided. The intensity for the event of arthritis was unknown and for the events of could not walk, uncomfortable feeling in the knees (knee discomfort), joint fluid positive for lymphocytes, neutrophils, eosinophils, and histiocytes, chills, hot feeling (knee), gradual aggravation of pain in both knees, tenderness (knee), knee effusion was not provided. The reporting physician assessed the relationship between synvisc and the event of arthritis as definite and did not assess the relationship between synvisc and the events of could not walk, uncomfortable feeling in the knees (knee discomfort), joint fluid positive for lymphocytes, neutrophils, eosinophils, and histiocytes, chills, hot feeling (knee), gradual aggravation of pain in both knees, tenderness (knee), knee effusion.

Manufacturer narrative:
Additional information was received on (B)(4) 2012, in the form of qa (quality assurance) investigation results. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer¿s comment: the benefit-risk relationship of the product is not affected by this report.